Event description:
26mar2018, per a report from computed tomography 2; ¿impressions: the filter is tilted to the left posterior with its proximal cone against the ivc wall. The anterior right strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum. The anterior left strut penetrates 6 mm through the ivc wall. It penetrates into the duodenum. The posterior right strut penetrates 0 mm through the ivc wall. The posterior left strut penetrates 5 mm through the ivc wall.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe (wce) under manufacturer report reference number 3002808486-2020-00063. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism vena cava/organ perforation, dvt, tilt, pain, headache, anxiety, difficulty walking, depression, memory loss, physical limitations. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, headache, anxiety, difficulty walking, depression, memory loss, physical limitations directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, organ perforation and pulmonary embolism. The patient further alleges back pain, hard to walk, neck pain, headache, anxiousness, depression, memory loss and physical limitations. Per a CT (computed tomography) scan of the thorax dated (B)(6) 2011, ¿bilateral small pulmonary emboli involving lobar and segmental branches of the lungs.¿ per a CT of the abdomen and pelvis dated (B)(6) 2011, ¿there is an ivc filter. Impression: small area of suspected short segment of nonocclusive superior mesenteric venous thrombosis below the level of the pancreas.¿ per a (B)(6) 2018, CT of the abdomen: ¿the apex of the filter is touching the posterior ivc wall resulting in 6.2 degrees of posterior tilt. The ivc filter tip is located approximately 9 mm below the lowest renal vein. There is apparent perforation of 3 of the 4 filter struts with both anterior and posterior left struts perforating the ivc wall. Anterior struts efface inferior aspect of the third portion duodenum without acute complication identified. Posterior left strut closely effaces the posterior right serosal surface of the aorta without acute application at this time.¿